Manufacturer narrative:
The insulin pump alarmed during the basic occlusin test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed compromised force sensor during prime. The drive support cap is protruded. Blood glucose value was 21 mmol/l; treated with insulin pen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.